Event description:
It was reported that customer experienced rapid battery depletion on pump, with device history showing battery dropping from full charge to low levels within hours and repeated alerts, as well as frequent cgm errors that prevented access to cgm information. There was no reported impact to the customer¿s blood glucose level. Customer returned affected pump, and distributor arranged replacement pump, with no additional corrective actions or medical outcomes documented.